Event description:
It was reported to medtronic neurosurgery that the ventricular side connector of the valve was placed in a kidney tray to soak in saline solution and was pumped several times. According to the report, solution outflow from the outlet connector was very small. Reportedly, pumping even caused reflux of solution. The report stated that there was no impact to the patient.

Manufacturer narrative:
The valve was patent. It met the requirements for leak, reflux, pressure-flow and pre-implantation testing. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. It is unknown what caused the reported event. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4).